Event description:
It was reported that an unexpected reset occurred. The recorded blood glucose level was 150 mg/dl, which is within normal range. A replacement pump was provided, and the defective device is expected to be returned. No additional information was received regarding the outcome of the event.